Event description:
.

Manufacturer narrative:
This report will be updated, if additional information is received.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted twists in the insulation at points 148 and 485 millimeters from the terminal pin. Tissue was noted entwined in the helix mechanism. Setscrew marks were noted on the is-1 terminal pin; no setscrew marks were noted on the is-1 ring. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The lead also passed the stylet insertion test. Although laboratory analysis could not confirm the clinical observations, the existence of twists in the insulation may indicate that twiddling did occur.

Event description:
Boston scientific crm received information that this right atrial lead had dislodged. The lead exhibited high out-of-range pace impedance measurements and episodes with noise; dislodgement was verified via x-ray. The noise resulted in inappropriate atrial tachycardia response mode switches. The patient was not symptomatic. The physician elected to program off the associated device's atrial-based features and leave the lead implanted at this time.

Manufacturer narrative:
Subsequently, it was reported the lead had been explanted and replaced. A boston scientific field representative reported the patient had twiddled the lead loose. There were no adverse patient effects.

Event description:
The lead subsequently was explanted and replaced with no adverse patient effects.

Manufacturer narrative:
--